Manufacturer narrative:
H.6. Investigation: a mz1000 sample was not available for investigation of this feedback. No further information was available to assist the investigation in this instance. A review of the production records for lot 20065389 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the maxzero needleless connector had flow issues and was blocked/occluded during use. The following information was provided by the initial reporter, translated from portuguese to english: "conector obstruction."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector had flow issues and was blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "conector obstruction."